Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was implanted for the endovascular treatment of an a 70mm abdominal aortic aneurysm on an unknown date. It was reported that the patient presented emergently with abdominal pain,aneurysm enlargement and a type ib endoleak. Migration was also noted. A secondary procedure was completed with a coil placed in the internal iliac artery and the stent graft extended. As per the physician the cause of the event is related to patient anatomy. It was reported that migration occurred due to the aneurysm diameter increase. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Analysis summary: the reported distal type ib endoleak was confirmed; however, the exact cause could not be determined from the limited film report returned. The anatomy at implant is unknown, and earlier post-implant CT¿s were not provided for comparison. Complete current CT¿s were also not available and a comprehensive assessment of the stent graft in-vivo configuration could not be performed. It appears likely that the limb migration, leading to the distal type I endoleak and aneurysm expansion, was most likely caused by disease progression; iliac artery dilatation. It is also possible that aneurysm morphology changes, as seen with the severely angulated bifurcate aortic body, may have also contributed to the migration. If information is provided in the future, a supplemental report will be issued.